Event description:
It was reported that during an unknown procedure, as a result of a negative leak test, the patient had an infection. Not sure if the leak was during the procedure or as a result of the infection. No other details are known at the moment.